Event description:
A high blood glucose level of 506 mg/dl was reported by the customer, suspected to be from an unknown cause. The customer took corrective action by administering a correction bolus via the pump. Technical support provided instructions to inspect the site, tubing, and t:lock connection, and recommended consulting a healthcare professional. The customer was advised to replace supplies as necessary and resume insulin administration.